Event description:
Patient underwent laser lead extraction due to fracture of the lv lead at the insertion of the epicardial level in the adapter. Patient had been experiencing excitation of left pectoral area.